Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician observed blurry image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the blurry image is likely related to the cracked light guide and objective lenses. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.